Event description:
It was reported that the customer experienced a blood glucose (bg) level of 52mg/dl resulting in customer crashing car. The cause of the low bg was unknown. Bg was addressed via consumption of carbohydrates. Pump data review by tandem technical support confirmed the pump was functioning as intended. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.